Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump received motor position encoder error. The customer¿s blood glucose level was unknown. The customer reported that they had received motor position encoder error and was also found in the history. The insulin pump will not be returned for analysis.